Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for oil gel globules with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to oil gel globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that oil gel globules were found in the bd vacutainer® sst¿ ii advance plus blood collection tube during use, after centrifugation. While being loaded onto the "roche cobas 8000", the short alarm sounded, indicating the detection of the globules. The following information was provided by the initial reporter: "2 incidents of gel globules presence in sst ii tubes, samples were centrifuged & loaded on roche cobas 8000 and sample short alarm was given so after checking the samples they detected the globules presence."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that oil gel globules were found in the bd vacutainer® sst¿ ii advance plus blood collection tube during use, after centrifugation. While being loaded onto the "roche cobas 8000", the short alarm sounded, indicating the detection of the globules. The following information was provided by the initial reporter: "2 incidents of gel globules presence in sst ii tubes, samples were centrifuged & loaded on roche cobas 8000 and sample short alarm was given so after checking the samples they detected the globules presence."